Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(4)-2011. The weekly hv-lead impedance trend data shows an abrupt increase for min and max svc defib impedance between (B)(4)-2011.

Event description:
It was reported that the right ventricular lead has a possible fracture along with high and increasing impedance. The lead is still in use. No patient complications have been reported as a result of this event.